Event description:
During a laparoscopic appendectomy procedure, the approximating lever broke when the surgeon attempted to open the jaws. The incident happened before the device was applied on the pt.